Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during use two defective foley¿s catheters found. A post operative patient who was catheterized with size 12 catheter batch number ngjx6416 expiring 2027-07-31 was found dislodged with the balloon deflated. On ccd another catheter same size and batch was inserted. It got dislodged immediately. On examination, the retainer balloon system was found to be defective in both. They were both saved for further investigation. Sample boxes are already provided. Please contact us for collection address.

Event description:
It was reported during use two defective foley¿s catheters found. A post operative patient who was catheterized with size 12 catheter batch number ngjx6416 expiring 31jul2027 was found dislodged with the balloon deflated. On ccd another catheter same size and batch was inserted. It got dislodged immediately. On examination, the retainer balloon system was found to be defective in both. They were both saved for further investigation. Sample boxes are already provided. Please contact us for collection address. Per notification from investigator on 23mar2026, it was reported that lumen to lumen leak was found on additional sample returned was found during sample evaluation on 16mar2026.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event is confirmed via CAPA associated. This is addressed by CAPA 11092653. Received 2 all silicone catheters with sample port connector. Visual inspection noted no obvious observations. These samples were tested for "deflation due to trauma." The first (1) catheter with lot number ngju5064 was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house luer lock syringe. Upon inflation lumen to lumen leakage present. The second (2) catheter with lot number ngju0774 was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using in house luer lock syringe. Upon inflation lumen to lumen leakage present, upon inflation lumen to lumen leakage present. The reported event is confirmed manufacturing related. CAPA 11092653 identified the root cause of this failure as a combination of (2) factors: the molding core pin causing funnel wall thickness to thin causing inflation lumen wall damage the other hypothesis is that the extruded tube has diameter variation that affects directly to the funnel molding process. Risk review, labelling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event is confirmed via CAPA associated. This is addressed by CAPA 11092653. Received 2 all silicone catheters with sample port connector. Visual inspection noted no obvious observations. These samples were tested for "deflation due to trauma." The first (1) catheter with lot number ngju5064 was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house luer lock syringe. Upon inflation lumen to lumen leakage present. The second (2) catheter with lot number ngju0774 was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house luer lock syringe. Upon inflation lumen to lumen leakage present, upon inflation lumen to lumen leakage present. The reported event is confirmed manufacturing related. CAPA 11092653 identified the root cause of this failure as a combination of (2) factors: the molding core pin causing funnel wall thickness to thin causing inflation lumen wall damage the other hypothesis is that the extruded tube has diameter variation that affects directly to the funnel molding process. Risk review, labelling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during use two defective foley¿s catheters found. A post-operative patient who was catheterized with size 12 catheter batch number ngjx6416 expiring 31jul2027 was found dislodged with the balloon deflated. On ccd another catheter same size and batch was inserted. It got dislodged immediately. On examination, the retainer balloon system was found to be defective in both. They were both saved for further investigation. Sample boxes are already provided. Please contact us for collection address. Per notification from investigator on 23mar2026, it was reported that lumen to lumen leak was found on additional sample returned was found during sample evaluation on 16mar2026.